Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event. File attachments

Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer reported the lift was not working and had gotten stuck with a resident in it (they were able to get him down safely). He swapped batteries and a working hand pendant from another lift and those didn't fix the issue. He thinks it is the control box as it doesn't light up at all. This unit is under warranty for 2 years per selling info. Can we send a warranty replacement control box to him? He will send the defective one back. Complaint #(B)(4) and ra #(B)(4) was entered into our system to have the products returned for investigation. As of this writing, the products have not been received.